Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The user reported that the collision protection was triggered during a procedure. The analysis by siemens service could not diagnose a fault at that point in time and the system was released for operation again. On the same day, the error occurred again. Another procedure was cancelled and the system was shut down. When analyzing the log files, an activation of the collision protection could not be confirmed, but the movement blockage was traced back to a defect in the stand control module (scm). The scm registered a dead man grip (dmg) that had not been activated by the user. In this case, the motor movements from the scm were blocked. The user was informed of this problem with the following message "deactivate dmg or call sc". The patient table was not affected by this effect and all remaining functions, such as radiation of the system, were maintained. Siemens service replaced the scm and the error did not occur again. The occurrence rate of the fault pattern and the spare parts consumption of the part affected were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During a procedure in which a stent was being placed, the user reported movement problems on plane a and activation of the collision protection. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
At this time, no investigation result can be given as the information communicated to siemens healthcare contains different statements regarding the issue. As an interim result, it could be determined that the system did not detect a collision. Available data is currently being analyzed and a final report will be filed upon completion of the investigation.